Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a missing drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer further stated the drive support cap was protruding. The customer's blood glucose was 80 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.